Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2019. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has had a known pseudomonas driveline infection since january and multiple wound debridement's with wound vacs. Patient received multiple antibiotics including cipro, cefipine, zosyn and meropenem.